Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: date of incident :(B)(6) 2023. Level of harm: no apparent harm reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: known needle issue. Left arm upper injection site but plunger wouldn't disperse vaccination into child's arm. No vaccine wasted. Full dose was administered left arm lower. Impact of incident: extra poke . Who was affected? Patient.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.